Event description:
It was reported that during an unk procedure, half of the proximal donut came out with an unstapled condition. The surgeon did not feel tension on the rotating knob until the orange indicator reached the minimal gap scale. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.